Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked and is not functional. Contact reported that customer had fallen on pump causing touchscreen to shatter. Reportedly, the customer did not wish to test blood glucose (bg) levels, but contact assumed to customer be over 240 mg/dl. The customer would administer manual injections to address the high bg level. The customer reported that manual injections and a backup pump would continue to be used for insulin therapy.